Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d8, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Customer will perform repairs themselves and purchase third-party parts.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that cardiosave intra aortic balloon pump (iabp) had a battery was not charged. No patient involved.